Event description:
Per the clinic, the patient was treated with oral antibiotics, topical antibiotics and steroid injection (specific date and duration not reported). The patient also underwent a skin revision surgery (date not reported) in order to remove the skin overgrowth. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2025; in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced skin overgrowth and skin infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.